Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to staphylococcus epidermidis and escherichia coli. On an unspecified date, the patient was hospitalized and treated with gentamicin (intraperitoneal) and vancomycin (intraperitoneal) for 20 to 30 days. Afterwards, the patient returned to another hospital, was hospitalized for one week for consolidation treatment and treated with vancomycin (intraperitoneal) and cefradine (intraperitoneal) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.